Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-17889, 1627487-2021-17890, 1627487-2021-17892. It was reported that the patient experienced infection at the lead site approximately 1 week after they were implanted on (B)(6) 2021. As a result, the patient underwent surgical intervention wherein the entire scs system was explanted on an unknown date. The patient was prescribed oral and IV antibiotics. The patient's infection has resolved at this time.